Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The customer reported that a pt burn occurred. The site has not provided any add'l info